Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (type of investigation, investigation findings, and investigations conclusions) the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for leaflet damaged while capturing was confirmed with empirical evidence based on information provided by edwards clinical specialist who was present on the site. However, per imagery review, leaflet damage was unable to be determined. Available information suggests patient factors and imaging related issues likely contributed to the event. Per information provided, there was a lack of 3d usage, no leaflet grasping clips recorded and inaccurate view planes. Patient related issues are thickened leaflets (anterior and posterior prolapse with possible barlow's characteristics) and multiple jets present at baseline. Therefore, the most likely cause of this event is due to operational context. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During procedure, the patient was under conscious sedation due to low blood pressure. The patient was moving and coughing significantly. The patient could not be more sedated due to hemodynamics. Also, the echo probe induced some bleeding. An attempt to grasp in anterior-posterior (a2-p2) position was disrupted by the the patient's cough, leading to a medial-lateral shift. This likely affected the grasped leaflets, prompting the decision to use general anesthesia and intubate the patient and reassess. Following intubation, the patient's blood pressure increased due to catecholamines given under sedation. This made it challenging to evaluate the regurgitation. Once the hemodynamics normalized, the regurgitation appeared to have worsened and the secondary lateral jet appeared bigger. A specific injury such as ruptured chords or flail was not identified but the regurgitation was worse than before. Consequently, the first device was repositioned and placed very lateral to address the secondary jet. However, a lateral muscular structure beneath the mitral valve prevented optimal placement in the lateral commissure. Grasping was then performed medially, observing some bending of the implant catheter (ic) medially in fluoroscopy. The physician decided to proceed with the release. The first device was released with an anterior-posterior (a1-p1) position, and two additional ace devices were implanted medially in the anterior-posterior (a2/p2) segment. The initial mitral regurgitation (mr) was severe grade 4, and remained severe post-procedure with a gradient of 6 mmhg. However, there was lower regurgitation then without the devices. The patient was stable post-procedure, with no further treatment planned, and would be sent home with medication to manage the mitral regurgitation.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). B2: other serious - even though there was no reintervention, there is a potential for reintervention in this case. The device was not returned for evaluation, as it remained implanted in the patient. Internal imaging evaluation suggested thickened leaflets (possibly barlow's disease), and multiple jets at baseline. Initially, multiple attempts were made to capture the leaflets at a2/p2. There was subsequently a 55 minute lapse in imaging. The next image shows the implant positioned laterally at a1/p1 commissure. Leaflet damage was not able to be confirmed in the provided imagery. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.